Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was revised. According to the report, the failure according to the patient was that when they left the doctor's office, their setting was 2.5, and then they would start exhibiting symptoms. The patient would go back in to get the device checked and the setting was bouncing between 1-2. Reportedly, they didn't have any MRI scans or anything that may have caused the settings to change. It was added that the valve filled with blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.